Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check for polybag missing label information (expiration date) due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, polybag missing label information (expiration date) was captured and addressed complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for polybag missing label information (expiration date) due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that prior to use it was discovered that there is no expiration date of packaging with a 50 bd syringe 1.0ml 1/2in. The following information was provided by the initial reporter: it was reported that there are no expiration dates on the packs of insulin syringes.